Event description:
Customer reports to have attended the emergency room seven times within the year for low or high blood glucose. Customer reports to be a brittle diabetic. First emergency room visit was (B)(6). Customer was wearing insulin pump. Customer's blood glucose was 42 mg/dl. Second visit was sometime in (B)(6); customer does not recall. Customer's blood glucose was 483 mg/dl; customer was also wearing pump at the time. Blood glucose was normalized. Third emergency room visit was the (B)(6). Customer's blood glucose was 525 mg/dl. Customer was wearing pump. Blood glucose was normalized. Customer does not remember details of the other four emergency room visits. Customer reports of having to reset date and time on pump at every battery change causing active insulin to be deleted. Alarm history showed signal too low alarm and unexpected restart alarms. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump alarmed unexpected restart and had an unexpected pump reset after battery installation due to a voltage leak at the interface board. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump alarmed and unexpected reset occurred. No alarms noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.